Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c codes and manufacturer narrative. Investigation summary: the reported issue of the system manager (sm) software having reflected cross-site scripting vulnerabilities was confirmed to be the sm form: /systemsmanager/mvc/datasetapi/uploaddatasetwithvm, containing the vulnerable fields used to gain unauthorized control of a session. ¿ laboratory testing could not be performed as no devices were returned for investigation. The reported issue is with the alaris system manager and not an infusion device. ¿ product security team provided the following information on control and mitigations: o customers should install a trusted certificate on the front-end of the web server of the sm web application to avoid man-in-the-middle attacks. O customers should practice secure networking practices such as firewalling and segmenting to limit the impact of the attack. O customers should utilize user authentication with their own domain controller to manage user accounts and passwords. O customers should practice secure networking configuration and authentication practices such as wpa3 and 802.1x standards. Additionally, unused rj-45 network ports should be disabled when not in use. ¿ a review of the system logs was not deemed necessary. The reported issue is with the alaris system manager and not an infusion device. ¿ there was no patient involvement. Root cause: the root cause of the report of reflected cross-site scripting vulnerabilities in system manager was determined to be a vulnerable sm form: /systemsmanager/mvc/datasetapi/uploaddatasetwithvm. The fields found to be exposed to xss vulnerabilities are accessible using an unapproved dataset. Since the dataset is unapproved, it is considered "not for human use" and therefore is not perceived as a security risk by sm.

Event description:
It was reported an issue with "sm- reflected xss in dataset form." There was no patient involvement. Received additional information. It was reported that the issue was discovered through internal testing. Per report, "reflected cross-site scripting vulnerabilities arise when unvalidated data is copied from a request and echoed into the application¿s immediate response. An attacker can leverage the vulnerability to trick an unsuspecting site user into running arbitrary javascript code. Unlike stored cross-site scripting, reflected cross-site scripting is not persistent and requires a degree of interaction from the user. In this case, the attacker must have another method to modify the victim¿s request body, significantly increasing the attack complexity. This has been adjusted in the severity rating. After internal cross-functional examination, the fields found to be exposed to xss vulnerabilities are only accessible using an unapproved dataset. Since the dataset is unapproved, it is considered ""not for human use"" and therefore poses no security risk. Once the dataset is approved for human use, the defect is no longer present. Sm vulnerable form: /systemsmanager/mvc/datasetapi/uploaddatasetwithvm".

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with "sm- reflected xss in dataset form." There was no patient involvement. Received additional information. It was reported that the issue was discovered through internal testing. Per report, "reflected cross-site scripting vulnerabilities arise when unvalidated data is copied from a request and echoed into the application¿s immediate response. An attacker can leverage the vulnerability to trick an unsuspecting site user into running arbitrary javascript code. Unlike stored cross-site scripting, reflected cross-site scripting is not persistent and requires a degree of interaction from the user. In this case, the attacker must have another method to modify the victim¿s request body, significantly increasing the attack complexity. This has been adjusted in the severity rating. After internal cross-functional examination, the fields found to be exposed to xss vulnerabilities are only accessible using an unapproved dataset. Since the dataset is unapproved, it is considered ""not for human use"" and therefore poses no security risk. Once the dataset is approved for human use, the defect is no longer present. Sm vulnerable form: /systemsmanager/mvc/datasetapi/uploaddatasetwithvm"